Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 349-350 mg/dl and ketones resulting in a hospitalization. The suspected cause of the hospitalization was due to the cartridge tubing stripping away resulting in the cartridge to leak. A correction bolus was delivered, a manual injection was administered, and a supply change was performed to address bg prior to the hospitalization. While hospitalized the customer had blood work performed and was monitored to ensure bgs and ketones were lowering. The treatment resolved the issue and the customer was released a few hours later with the issue resolved.